Event description:
Patient called to report that the adhesive pad did not stay attached to the body. The patient stated that she sweats a lot and this could be the cause of the device not staying attached.